Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post-operative follow up, the healthcare professional was unable to confirm left ventricular (lv) lead pacing. It was also noted that there was no r-wave measurement on the right ventricular (rv) lead. Follow up with the physician office noted that lv lead pacing is confirmed, and r-wave measurement was captured. Both leads are still in use. No patient complications have been reported as a result of this event.